Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The patient effects of dyspnea, worsening mitral regurgitation (mr), mitral valve injury (tissue damage) and emboli (mitraclip nt device) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedure. All available information was investigated and the reported device being damaged by another device appears to be related to user technique. The tissue damage, mr and embolism were a result of the complete clip detachment; the dyspnea was likely a symptom of mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system ((B)(4)) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip ((B)(4)) movement and subsequent detachment, resulting in leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip ((B)(4)) was implanted at a2/p2. The second clip was implanted lateral to the first clip. The third clip delivery system (cds (B)(4)) was advanced; however, during positioning, there was interaction with the first clip, causing the first clip to move. The third clip was implanted successfully, reducing the mr to 1-2. On (B)(6) 2017, the patient presented with shortness of breath. It was found that the first clip had detached from both leaflets and was in the transeptal puncture site. The mr had increased. It was believed that the clip detachment was due to the interaction with the third clip during the first procedure. Mitral valve replacement surgery was performed for treatment, where it was observed that there was chordal rupture and a torn leaflet. The clip was successfully retrieved, and the patient remained stable. No additional information was provided.